Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-00096. It was reported during surgical intervention for pocket revision (ref. MDR# 1627487-2018-00248) while the physician was relocating the ipg, the physician damaged the lead. Subsequently, the physician replaced the lead with a new lead. The patient reported receiving stimulation therapy postoperatively.